Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was exposed to moisture. The customer¿s blood glucose was unknown. Customer stated he has a little moisture behind his screen and has had issues with his battery cap. The customer states the insulin pump was exposed to water. Customer reports there is fluid under the lcd display. Customer reported that buttons are not working and receiving bat out limit . The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will not be returned for analysis. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The insulin pump passed self test and displacement test. No moisture damage under lcd screen, on electronic or motor assembly noted. The device was received with minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.